Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right side device. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and broken shell. A visual and microscopic analysis was performed which identified, striated opening and broken on anterior, sharp broken on patch bond edge and missing shell on anterior (0-25%). A dimension measurement in the shell was performed, which identify the thickness within specification. Base on the device analysis, the final assessment is: striated opening and broken assessed, as surgical damage. Sharp pattern on patch bond edge of broken device assessed, as an unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
The device has been explanted and replaced.